Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) alarm was not confirmed. The root cause was undetermined. The device was requested but was not available. The lot number was not available therefore a batch review was not performed. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc). Gts explained the alarm indicated air had entered the setup, reviewed proper procedures, and advised the home patient (hp) to notify the nurse. Gts assisted the hp to clear the alarm by cycling power on the hc. Product surveillance spoke with the hp who was unsure what caused the alarm. The hp said he/she skipped therapy for that night but resumed therapy on the cycler the next night. The hp said he/she notified her nurse. The patient was involved but there was no serious injury or medical intervention reported.